Event description:
Manufacturer received device tracking information indicating that vns patient had undergone generator explant surgery due to infection. The patient later underwent generator re-implant surgery, indicating that the infection had likely resolved.

Manufacturer narrative:
Product analysis results will not change the conclusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. In the event that the explanted device is returned, product analysis results will only be reported if a device malfunction is noted that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.